Manufacturer narrative:
Unknown if device sample is available for investigation. The device sample was not received by the manufacturer at the time of this report.

Event description:
Complaint alleges: foley catheter inserted into patient at the start of the operation, at the end of the operation when the surgeon was putting the dressing on the patient, the y connection end of the urinary catheter pulled off leaving the catheter in the urethra. No reported patient injury. Condition of patient unknown.